Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-00846, 9616099-2006-00847 and 9616099-2006-00848. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following information was received from the left main study: the patient died of heart failure, poor lv function, exacerbation copd, and hemodynamic instability on the same day of the index procedure.